Event description:
It was reported that the catheter broke. A 021 straight 1ro/105 direxion catheter was selected for use. During the procedure, when tracking the device through the anatomy, it was noted that the core of the nitinol layer cracked and split apart. The procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure was fine.